Event description:
Pt reported obtaining a blood glucose value of 280-300 mg/dl (exact value not provided), while using the suspect device. Pt stated that, based on this result, he delivered 7 units of insulin aspart. An unspecified time later, while waiting in line at a license branch, pt was "out of it." Emergency medical services were summoned, on pt's behalf, and upon their arrival pt's blood glucose measured 42 mg/dl, on paramedics' meter. Pt was treated with a soda and oral glucose, after which his blood glucose monitor. No additional treatment was received. The following day, pt reported obtaining back-to-back result of "hi" (> 600 mg/dl), while using the suspect device. Based on these results, pt reportedly delivered 20 units of insulin aspart. Approx 2 hours later, pt was reportedly found "unresponsive", by spouse. Pt stated that, at this time, his blood glucose was measured using the suspect device with a result of 241 mg/dl. Based on symptoms, pt's spouse reportedly treated him with a glucose injection, after which his blood glucose measured 72 mg/dl, and 20 minutes later, 102 mg/dl, on the suspect device. No additional treatment was received. Pt's current condition: "fine". Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.